Event description:
It was reported that the catheter from the pain pump set was disconnected from the central venous catheter and lying in the bed. It appeared that the tubbing had become detached from the connector. The issue was resolved by replacing the damaged set and the patient was treated. There was patient involvement, and no medical intervention was required.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D4 - catalog #, primary UDI number: updated. D9 - date returned to mfg: 10/21/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected. The valve was observed to be separated from the set tubing. No other damages or anomalies were observed. A dimensional analysis was done on the asv valve and tubing. The tubing and asv valve meet specifications. The customer reported complaint was confirmed per the photo provided by the costumer. The complaint of separation can be confirmed. The probable cause is due to a solvent application error during manufacturing. The device history record was unable to be reviewed as no lot number was provided.

Manufacturer narrative:
Investigation including root cause analysis remains in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.